Event description:
Manufacturer received report from company representative at office visit with physician that programming wand failed to program. Troubleshooting steps did not resolve the issue. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem.